Manufacturer narrative:
The investigation of the returned coil system found the pusher returned with no implant attached, and the monofilament was sticking out of the pusher. The implant was not returned for evaluation. Further inspection found the pusher¿s monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that during treatment of an aneurysm, when an embolization coil implant was being inserted into an aneurysm, the microcatheter lost position. After placing the microcatheter back into position, the implant could no longer be advanced; the coil had detached unexpectedly in the catheter. The implant was removed in its entirety along with the catheter. Other coil implants were used to successfully complete the procedure. There was no injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently ongoing. Results will be provided in a supplemental report. The instructions for use (IFU) identifies premature separation as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, when an embolization coil implant was being inserted into an aneurysm, the microcatheter lost position. After placing the microcatheter back into position, the implant could no longer be advanced; the coil had detached unexpectedly in the catheter. The implant was removed in its entirety along with the catheter. Other coil implants were used to successfully complete the procedure. There was no injury or intervention.